Event description:
During a follow-up visit, a patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for potential infection at the implantation site of their evoke closed loop stimulator (cls). The evoke scs system was explanted.